Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently stopped vibrating. During troubleshooting with tandem technical support, the pump vibration was working as expected. Blood glucose level was 173 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.